Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log only revealed one occurrence of an "upstream occlusion!" Alarm, however these alarms are part of normal pump functionality and a single alarm does not indicate a failure of the device. The device was found to deliver without any false upstream occlusion alarms during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped working during an infusion which was due to an upstream occlusion. It was reported the user was unable to ¿remedy the problem¿ (including restart). It was reported the patient did not receive the infusion ¿for about 10 minutes¿. There was no known patient injury or medical intervention associated with this event. No additional information is available.